Event description:
Reoperation on a morbidly obese patient on whom a right hemicolectomy was done on (B) (6) 2008. The patient appeared to have a wound dehiscence, and the exact nature of the adverse event is still unclear, although it would appear that there was some problem at or near the site of the anastomosis.